Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a blockage event with an infusion set where the tubing was blocked and was alerted by alarm 2 followed by alarm 26. This led to increase in the blood glucose level and the patient took the correction injection via multiple daily injections to manage the same. Also, patient changed supplies as necessary and resumed insulin therapy. No further information available.